Event description:
On (B)(6) 2012 customer reported a fluid leak under valve 46b (vl46b) of the lh750 analytical instrument. The volume of the leak was approximately 3-5 ml and it was not contained. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the source of the leak was the tubing through vl46b. Fse replaced the tubing and this resolved the issue. Fse also replaced the tubing on the differential rinse line and the upper sheath restrictors as a preventative measure unrelated to the leak.

Manufacturer narrative:
(B)(4).